Event description:
Boston scientific received information that one day post-implant, this right ventricular lead exhibited loss of capture and low amplitude measurements. Additionally, atrial flutter was showing up on the electrogram. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.